Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, missing the black o ring inside reservoir tube, cracked battery tube threads and missing end cap sticker. The reservoir does not stay locked in place properly due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the o-ring is cracked from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that the plastic where you put the reservoir is cracked. The customer stated that the o-ring does not hold the reservoir during the daytime. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.